Event description:
The patient stated that the ok button did not activate desired pump functions when pressed. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed contamination under the button contacts. All keypad buttons intermittently activated pump functions when pressed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.